Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with her scs ipg and external devices. The patient stated the patient programmer would not communicate with her ipg after the patient turned her stimulation off for a week. A sjm representative met with the patient and attempted to communicate with the patient's ipg but was not successful. The representative observed the patient programmer displays a communication error. The patient is pending a consultation with her physician to discuss her options.

Event description:
Follow-up identified the new charger sent to the patient could not communicate with the patient's ipg either. The patient has been referred to a surgeon for replacement of the ipg. Surgical intervention is planned for a later date.

Event description:
Follow-up identified the patient had her scs ipg replaced with a new one. The patient's new scs system has been programmed and the patient reported receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.